Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The pump was not explanted and is not available for analysis. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 the patient woke up with dysarthria and drowsiness. The patient was admitted to the hospital with an inr of 1.5 and was diagnosed with an ischemic stroke. On (B)(6) 2016 the patient experienced a hemorrhagic stroke that required surgical decompression. The patient reportedly suffered severe brain damage and lvad support was withdrawn. The patient expired on (B)(6) 2016. The surgeon reported that there were no signs of pump dysfunction. The pump was not explanted and an autopsy was not performed. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported ischemic and hemorrhagic stroke could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.